Event description:
It was reported to nova biomedical that, a consumer rec'd a result of 147 mg/dl on their blood glucose meter. The consumer performed another test using the same test strips with a different meter getting a result of 68 mg/dl. The difference in the readings was determined to be clinically significant. The meter in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.